Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair stops with error codes sometimes and without error codes other times.